Manufacturer narrative:
(B)(4). Approximate age of device ¿ 10 months. The evaluation of the returned device, (B)(6) confirmed the report of suspected pump thrombosis. (B)(6) was returned assembled with the driveline severed approximately 2" from the pump housing with a section of the driveline measuring approximately 9" also returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump's inlet port. The outlet elbow was returned attached to the pump¿s outlet port along with the sealed outflow graft, outflow graft bend relief and bend relief collar with the hardware. An extra piece of the graft material was also returned. Prior to disassembly, the distal-side of the outlet stator revealed evidence of deposition within the pump. Upon disassembly of the pump, examination of the proximal-side of the outlet stator revealed a large thrombus formation surrounding the outlet bearing ball and partially occluding the blood flow path between all three stator blades. The thrombus lacked laminated layering, which suggested that it did not initially form in the outlet stator; however, its origin could not be conclusively determined. The areas of denaturation on the thrombus indicated that it was present while the pump was supporting the patient; however, a duration of time for which it was present in the device could not be determined. The evaluation could not determine a specific cause for the development of the observed thrombus formation. Upon removal of the thrombus, the surface of the outlet bearing ball was examined and revealed no defects or abnormalities related to wear. The bearing ball was properly seated within the proximal-side of the outlet stator. Visual examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient underwent pump exchange on (B)(6) 2017 due to suspect pump thrombus.

Manufacturer narrative:
The user facility report # (B)(4).

Event description:
The following information was reported within user facility report, mwfr (B)(4): ¿title: xxxxx. Event desc: implanted mid-(B)(6) 2016 a heartmate ii device. The patient experienced lvad ¿ pump thrombus. The resulting treatment was open heart surgery and pump replacement with heartware hvad. What was the original intended procedure? Left ventricular assist device for heart failure, device usage problem: device malfunction ¿ that is, the device did not do what it was supposed to do".